Event description:
It was reported via email that a no disposable pump wont run alarm was experienced. Multiple troubleshooting attempts were performed an the issue did not resolve. Patient not affected. No additional information available.